Event description:
On (B)(6) 2011, our firm received an email complaint from a pt who reported having experienced scratches to the cornea od while wearing acuvue oasys contact lenses (cl). On (B)(6) 2011, the treating eye care professional (ecp) stated that the pt was diagnosed (dx) with recurrent erosion and abrasion od that was not healing properly and was not related to contact lens wear. The ecp stated they have recommended daily wear cl to address the issue and advised the pt to see a specialist but the pt declined. While collecting clinical info the ecp mentioned that the pt was seen on (B)(6) 2008 for a peripheral corneal ulcer os and the pt was wearing acuvue oasys cl at that time. The ecp stated that he felt the corneal ulcer was infectious in nature. The treatment was vigamox every hr. X 2 days, wear glasses and switch to clear care disinfecting solution. On (B)(6) 2008 the ulcer was resolving and vigamox was changed to every 2 hrs. The pt was instructed to return in 3 days but did not return for follow up visit. This is being reported as a serious injury because the doctor felt the corneal ulcer that was dx on (B)(6) 2008 was infectious in nature. The lot number was not provided and the suspect product is not available for eval. No add'l info is expected. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or resuse. Device discarded - unable to follow up no conclusions can be drawn.